Event description:
This complaint is from a literature source. The following literature cite has been reviewed: sheridan g, hughes h, welch-phillips a, kenny p, o'toole g, o'byrne j. The varus cemented femoral stem in total hip arthroplasty: predictors, implications and the femoral access ratio. J orthop. 2020 dec 24;23:8-12. Doi: 10.1016/j.jor.2020.12.012. Pmid: 33424184; pmcid: pmc7777456. Objective and methods: seventy hips in 67 patients received either a cemented competitor stem (20 hips) or a cemented depuy charnley® elite plus stem (4 roundback, 64 flanged, 50 hips). The majority of patients had metal-on-polyethylene bearings (65%), followed by 18% with ceramic-on-polyethylene and the remainder with ceramic-on-ceramic bearings (17%)--make/manufacturers of the acetabular constructs were not provided. Hybrid fixation was used for 21 hips and fully cemented fixation was used in the remaining 49. The study evaluated these patients at ten-year follow-up for clinical outcome measures for all cause revision rates and functional outcome measures. Results: no femoral stem in the study was found to be perfectly colinear with the proximal diaphysis of the femur-- 52.8% were found to be in varus and 47.2% were found to be in valgus alignment. One stem in varus (make/manufacturer not identified) was revised to address aseptic loosening. Three stems in valgus (make/manufacturer not identified) were revised: one to address deep infection; one to address instability, and one to address aseptic loosening. With respect to the reported revision events, no information was provided within the article that attributes specific manufacturers or product information to these reported adverse events. The article does indicate that all stems n the study were malpositioned¿either in varus or valgus position. No patient specific details were provided that broke out individual patients by case number or age/gender demographics.

Manufacturer narrative:
Product complaint # pc-(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.